Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
The customer reported the touchscreen was hit by another object, causing damage and then it would not calibrate. There was no patient involvement. The manufacturer's field service engineer provide remote support and advised to replace the touchscreen. The customer replaced the touchscreen and the issue was resolved and the unit returned to service.